Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 99% stenosed lesion was located in a severely calcified and severely tortuous mid right coronary artery. The physician had tried to cross the lesion several times with the 3.5x32mm taxus liberte stent delivery system, however was unable to cross the lesion and stent damage was noted. The procedure was completed with a different device. There were no reported complications and the patient status is good.